Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient had a ¿problem with [their] stimulation device.¿ it was reported that the patient ended up in the hospital having a stroke. The patient was unsure if the stimulator caused them to have the stroke. The patient reported that they ¿can¿t remember anything anymore¿ because of the brain injury. No further complications are anticipated.